Event description:
The wife of the patient reported that the patient had 2 strokes during implant surgery and was very disabled. The surgery took place on (B)(6) 2014. It was stated that treatment was received for the strokes, and that the patient hasn't experienced any benefit from therapy other than it might help the neck a little bit. Extensive reprogramming was performed with a specialist and they believe it is helping with the neck, however, there isn't any other programming they can do. It was also recommended that the patient replace their implantable neurostimulator (ins) when it is time to do so. Indication for implant is other movement disorders.

Manufacturer narrative:
Information references: the main component of the system, other applicable components are: product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient believed that the circumstances that led to the strokes was bad placement of the electrodes. Additionally, after two years of programming, there was no therapeutic effect on the patient's facial or cervical dystonia. The patient also confirmed that there was no familial history of stokes. It was also stated that there was no further interventions performed regarding the lack of therapeutic benefit. The patient stated that the issues were not resolved and his symptoms are worse than ever; the patient stated that he is under that impression that new symptoms have arisen since the deep brain stimulation (dbs) placement. The patient confirmed that he is still severely disabled and unable to work.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.